Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a safety clamp having issues closing was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2260-0006 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb tubing clamp was defective and didn't close, allowing the medication to free-flow. The following information was provided by the initial reporter: "alaris pump, low sorbing IV sets are supposed to have a safety system which makes the safetyclamp close while removing from the alaris pump. But in ep lab we witnessed a scenario in which the safety clamp did not close while removing from the pump and the medication was on free flow. Luckily this happened at the end of procedure and tubing was not connected to patient. If it was, a serious harm would have happened."